Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year post filter deployment, patient presented with pain. CT revealed colitis. Approximately four years later, CT revealed infrarenal ivc filter with struts appear to extend slightly beyond the wall of the cava, including one which contacts the outer wall of the aorta and another which causes a tiny erosion of the anterior cortex of l3 at the inferior endplate. Approximately one year later, patient presented for filter retrieval. Subsequent, inferior vena cavogram demonstrated the tilted ivc filter. Initial attempts at removing the filter with the snare were unsuccessful. Subsequent attempts with rigid forceps were also unsuccessful. Next, utilizing the retrieval sheath and an 8 french guiding catheter was able to grab the tip of the filter, pull it off the caval wall and move it cephalad. Finally, with forceps were able to remove the filter through the sheath. Cavogram demonstrated patent ivc although there was a single filter tine that has been retained. This was easily removed with a snare. Therefore, the investigation is confirmed for perforation of the ivc, filter limb detachment, retrieval difficulties and filter tilt. However, the investigation is unconfirmed for filter migration as the medical record states the filter was retrieved from the ivc.per medical records, multiple attempts were made to retrieve the filter using snare and forceps but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device: 4001 & 1395).

Event description:
It was reported through the litigation process that approximately fiver years five months post filter deployment, the patient allegedly had a CT scan that showed that the filter migrated, perforated and embedded. Furthermore, approximately one month later, the patient allegedly had their ivc filter removed. Additionally, it was alleged that during the removal procedure the filter appeared to be tilted. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient to prevent dvt/pe. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in wall of the ivc, migrated to heart and struts perforated into organs. The device and the detached struts were removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately one year post filter deployment, patient presented with pain. CT revealed colitis. Approximately four years later, CT revealed infrarenal ivc filter with struts appear to extend slightly beyond the wall of the cava, including one which contacts the outer wall of the aorta and another which causes a tiny erosion of the anterior cortex of l3 at the inferior endplate. Approximately one year later, patient presented for filter retrieval. Subsequent, inferior vena cavogram demonstrated the tilted ivc filter. Initial attempts at removing the filter with the snare were unsuccessful. Subsequent attempts with rigid forceps were also unsuccessful. Next, utilizing the retrieval sheath and an 8 french guiding catheter was able to grab the tip of the filter, pull it off the caval wall and move it cephalad. Finally, with forceps were able to remove the filter through the sheath. Cavogram demonstrated patent ivc although there was a single filter tine that has been retained. This was easily removed with a snare. Therefore, the investigation is confirmed for perforation of the ivc, filter limb detachment, retrieval difficulties and filter tilt. However, the investigation is unconfirmed for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that approximately fiver years five months post filter deployment, the patient allegedly had a CT scan that showed that the filter migrated, perforated and embedded. Furthermore, approximately one month later, the patient allegedly had their ivc filter removed. Additionally, it was alleged that during the removal procedure the filter appeared to be tilted. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient to prevent dvt/pe. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and struts perforated into organs. The device was removed percutaneously. The current status of the patient is unknown.